Event description:
It was reported that during a remote follow up, myopotential oversensing was noted on the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.